Event description:
Please advise how I can make this issue more widely known to the cosmetic surgery community. Mentor saline implants were used for breast surgery. One month following the procedure, capsular contracture occurred. 13 years later, an implant exchange procedure was performed. Upon shocking discovery by the surgeon, who's operated for 30years, the implants were filled with mold, white floating webs of mold growing inside of the implants, taking approximately 10% of the volume. The implants are being sent back to mentor, the manufacturer, for research. This "rare occurrence" may be more common in today women then we think. Many people can't pin point the problem and continue to live with it like I did. I've done blood work, MRI, mammogram and sonograms but test came back with normal values but I proceeded to move forward with exchanging my breast implants because in addition to my contractures I had amber colored fluids leaked out of my milk ducts every day for the last 6years. Leading up to my operation there were traces of blood coming out as well. This breast implant infection can cause a list of health problems that mimic an autoimmune disease like fatigue, fogged memory, joint pain, even worse, harm newborn babies being breastfed if the infection is present outside of the implant from leaks or ruptures. Ref report: mw5157816.